Event description:
It was reported that a small volume intermate had a black mark on its filter. This was found before use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 20, 2014 to june 24, 2014.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.